Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing muscle stimulation; the implantable cardioverter defibrillator exhibited backup vvi. Device download was successfully performed restoring normal device function and relieving muscle stimulation. The patient was in stable condition post device programming.